Manufacturer narrative:
The device(s) were discarded by the customer; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from an unspecified location. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available

Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.